Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported there were five tampons packaged in the wrappers the wrong way with little to no string attached to the tampons. She was able to manually remove the first tampon that had no string and then noticed four more with the similar issues. No further information has been received.